Event description:
Additional information was received from the patient. It was reported that their rep had been helping them for about 2 years and it only helped about 20%. Patient reported their hcp has done other back surgeries on them and nothing has helped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for failed back surgery syndrome and spinal pan. The patient reported that the implantable neurostimulator (ins) hasn¿t been successful. The patient then confirmed that the ins was not helping to control their pain. However, they do notice a different with their pain control when they turn the ins off. The patient mentioned that they noticed this issue within the past week. They stated that they also noticed that the implant site is getting a little warm. The patient added that this is not when they are recharging, but rather when they are sleeping. They stated that they will shift over to their right side, while sleeping, which is where the ins is located. The patient added that after laying on their side and putting pressure on it, they will notice the implant site getting warm. They stated that they have had the ins on for almost 2 years, but this issue suddenly started in the last couple of weeks. The patient mentioned that they are not noticing pain from the ins site getting warm, and that the site being warm won¿t last very long. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.